Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 2 mg/ml morphine at 1.65 mg/day. The reason for use was not reported. Patient medical history included chronic pain and diabetes. It was reported that the patient¿s pump pocket was infected in (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included pump pocket was aspirated and tested for infection. The pump pocket was surgically debrided in (B)(6) 2018; the patient underwent surgical procedure to disinfect the pump. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that pump was installed in july. Patient got an infection "I believe on the outside". The healthcare professional "went in and opened it up, cleaned it out and put it back in". Pt mentioned after surgery he got a "big red splotch". No one knew what it was, stating they knew it was not bacterial and had never seen anything like it. No further complications were reported.